Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# va0hmlm, product type: lead; product ID 977a275, lot# va0uh54, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of both leads found the continuity was acceptable with no shorts observed. An impedance test was conducted with the leads connected to the returned mltc. Normal impedances were observed. No issues were noted with the returned leads.

Event description:
Additional information reported the patient was "doing well" at the time of follow-up.

Event description:
It was reported that high impedances were measured during the procedure when testing the leads with an external neurostimulator (ens). The impedance testing found high impedances of ¿>10000 ohms¿ on different contacts when trying different reference contacts. It was noted they were ¿unable to adjust stimulation¿ during the issue. The leads were cleaned and checked several times and x-ray imaging and reprogramming was performed as a result of the event; however, it was noted the leads were ¿never implanted.¿ it was noted there was ¿no alleged product issue¿ involving the multi-lead trialing cable (mltc) used at that time and that there was ¿no action required¿ with the mltc. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.